Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery test. The insulin pump was received with broken reservoir tube lip, missing o-ring on the reservoir tube, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked case at the reservoir tube window corner, cracked window at the reservoir tube and cracked reservoir tube.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 303 mg/dl. Troubleshooting for the cosmetic damage was performed. Customer advised the plastic is missing, the black washer is missing and there are scratches on the screen. The damage is located on the display screen and the reservoir compartment. Customer advised the damage occurred when the customer put the reservoir in and the plastic broke off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.